Event description:
Customer reported having e-21 alarms. Customer's nurse reported that customer was hospitalized for high blood glucose. Troubleshooting performed found that customer had a bent cannula.